Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer and found the reported malfunction. After reviewing the log, it is found the ippc had booting issues and couldn't communicate with the host pc. To resolve the problem, rse advised keeping the system powered on until the internal clinical engineer examines it. The customer fixed the issue by deleting multiple exams from the system. After deleting numerous exams from the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.